Event description:
It was reported that the stent foreshortened by approximately 60mm. A competitor's stent was deployed to complete treatment of the lesion. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent delivery system has been returned for evaluation and the investigation is currently underway.